Event description:
It was reported that the pump exhibited a system failure. No patient injury was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found the top case was chipped at the front corner. The bottom case had contamination. Tamper seal was broken. There was evidence of the error found in the event history log. The customer reported problem was verified/duplicated during inspection. During the investigation the position pot tab was found broken off, which was also said to be the cause of the reported problem. The position pot was replaced a corrective action. The root cause of the reported problem was traced to user interface and customer damage. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: correction: d4: model number: 4000.